Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss confirmed the blank screen and determined that it was caused by a system power issue, which the system did not turn on. Fss checked machine thoroughly and found problem with graphical user interface (gui) printed circuit board (pcb) and base charge controller pcb. Fss replaced both of those parts on the unit as well as carried out the field service checklist. The system passed all functional tests and it was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported blank screen and burning smell from machine. During follow up with the field service engineer it was learned that there was visible smoke reported and burnt printed circuit board (pcb) in the monitor assembly. It was reported that the patient treatment was postponed and no patient injury was reported.